Event description:
A patient reported experiencing inaccurate high results with an ot ii meter. The patient's blood glucose results were 206 mg/dl, 286 mg/dl. Tests were done 2 minutes apart with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.